Event description:
It was reported to nellcor puritan bennett on 10/26/05 that a trach tube was getting a leak from between outer and inner cannula.

Manufacturer narrative:
Nellcor puritan bennett is requesting additional information from customer. At this time, the sample is not available for evaluation. If the sample is received, a summary of the investigation will be provided in a supplemental report.